Event description:
Fire department personnel attached the device to a person diagnosed in cardiac arrest. The patient had an estimated down time of at least 20 minutes. Two automated ECG analyses were performed with no shocks advised. An als crew subsequently arrived and using a manual defibrillator/monitor, diagnosed the patient as asystolic. The patient was not resuscitated. Following the use of the device, the customer complained of "baseline wander" observed on the downloaded ECG printput. Based on reported information, it is not likely that the device caused or contributed to the patient's death.